Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Investigation summary: a complaint of the product not matching the sku number was received from the customer. A photo was provided for investigation. In the photo the product packaging can be seen including the information for the set. The defect could not be confirmed as a sample or picture of the product was not received from the customer. A device history record review could not be performed on the provided model because a lot number was not provided by the customer. A root cause could not be determined as a physical sample was not returned for investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris smartsite extension set. The following information was provided by the initial reporter: material #: 30262e-p1, batch/lot #: unknown. It was reported that the product in packaging did not match the sku#. Verbatim: product in packaging did not match the sku#.